Manufacturer narrative:
Investigation summary: 2 photos were returned for investigation. Root cause description: 2 photos were returned for investigation. The 1st photo shows the needle safety mechanism was not fully activated and the needle is exposed and not contain within the needle cap. The 2nd photo show the top web with batch #9109972. The complaint is confirmed and product is out of specification. However, as it is not possible to perform any investigation based on the photos return, a review of the past 12 months qn was performed. No qn related to reported defect was raised. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned. Rationale: the root cause cannot be determined. Based on cid (B)(6), CAPA is not required. Complaint trend would be monitored.

Event description:
It was reported that 5 venflon pro safety 20ga india experienced a safety mechanism failure during use. The following information was provided by the initial reporter: when the IV stylet was pulled out the safety shield did not activate and the blood contaminated needle was exposed.